Event description:
It was reported that the empty syringe was not detecting. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Main case tamper seal was removed. Plunger case tamper seal was intact. Top case was broken at front right corner and cracked under tube holders. Right plunger case was cracked at top surface. Multiple(most recent 14nov19) "syringe empty" alarms found in device's event history log. The technician performed 944 milliliter/hour (ml/hr) occlusion test and monitored analog sensors. Device revealed "syringe empty" alarm while attempting to prime device for occlusion test. Found plunger position did not change when plunger head was moved in and out while monitoring analog sensors. The root cause of the reported issue was found to be plunger position pot tab was not positioned in carriage arm. Correctly installed position pot tab back in carriage arm.